Event description:
It was reported that this pacemaker system exhibited right atrial (ra) lead noise. The lead is a non-boston scientific lead. Technical services informed the noise looked like myopotential and could be an underlying lead issue. Ts recommended to change the sensitivity however, p waves are small. Therefore, just recommended to leave programming as it is. The patient is not atrial dependent. At this time, the system remains in service. No adverse patient effects were reported.